Manufacturer narrative:
510 k # - k160229. Device evaluation: 1 unit of lot c1732017 of echo-hd-22-ebus-p-c was returned opened not in its original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 21 august 2020. The returned device lab findings and observations can be referred through the attached files. The needle was found to be broken distally. The broken needle tip was not returned. Clarification was requested as follows; ¿was stylet fully in place on advancement into target site doing first puncture? Also can you please ask, where is the broken part of the needle tip?¿ reply was received as follows; ¿yes the stylet was fully advanced. The broken part of the needle is missing, the physician did x-ray and CT to the patient in order to check if it remained in the body but all exams were negative. So they were not able to say where the tip is.¿ document review including IFU review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1732017 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1732017. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for (ifu0110-6). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous anatomy and flexed position as per additional information. Also, though it has been advised target sight was normal difficulty, it is possible the actual lesion was hard leading to the needle breaking distally summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, an x-ray and CT scan as carried out which were negative. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a follow up report. The investigation was completed on 22-sept-2020 and the results and conclusions are outlined in section h of this report the physician wanted to perform a ebus procedure to puncture station 4r. The broncoscope was angled but he had no problem in doing the first biopsy. The nurses collected the sample as usual. Thee physician tried to do a second passage but didn't manage to puncture with the needle, he removed the needle and noticed that the tip was missing and the stylet was 1 or 2 mm outside the needle body. They are not sure if the tip was as usual at the first passage so, being afraid the tip was still in the patient, after completing the exam using a echo-hd-22-ebus-p, they did a visual examination, a x-ray and a tc, all negative. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This is a follow up report. It was confirmed on (B)(6) 2020 that a CT scan took place to ensure broken needle tip not in patient as mentioned in description below. This was found to be negative. This file is being upgraded to the and adverse event / product problem report due to requirement for CT imaging. 510 k # - k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This is a follow up report. It was confirmed on (B)(6) 2020 that a CT scan took place to ensure broken needle tip not in patient as mentioned in description below. This was found to be negative. This file is being upgraded to the and adverse event / product problem report due to requirement for CT imaging. The physician wanted to perform a ebus procedure to punture station 4r. The broncoscope was angled but he had no problem in doing the first biopsy. The nurses collected the sample as usual. Thee physician tried to do a second passage but didn't manage to punture with the needle, he removed the needle and noticed that the tip was missing and the stylet was 1 or 2 mm outside the needle body. They are not sure if the tip was as usual at the first passage so, being afraid the tip was still in the patient, after completing the exam using a echo-hd-22-ebus-p, they did a visual examination, a x-ray and a tc, all negative.

Manufacturer narrative:
510 k #: k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician wanted to perform a ebus procedure to puncture station 4r. The bronchoscope was angled but he had no problem in doing the first biopsy. The nurses collected the sample as usual. Thee physician tried to do a second passage but didn't manage to puncture with the needle, he removed the needle and noticed that the tip was missing and the stylet was 1 or 2 mm outside the needle body. They are not sure if the tip was as usual at the first passage so, being afraid the tip was still in the patient, after completing the exam using a echo-hd-22-ebus-p, they did a visual examination, a x-ray and a tc, all negative.